Event description:
Reportedly, after sealing tissue the jaws would not reopen. The staff needed to cut the instrument off of the tissue. A similar device was used to complete the procedure without any reported incident.